Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump unable to prime during prime test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.